Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The device was visually inspected, and the following was observed: shaft seam was fully expanded, esheath distal tip was torn near the vertical score line, the distal tip did not open along the vertical score line as designed, and all score lines were present. No other abnormalities observed. Due to the condition of the returned device (distal tip torn), no applicable functional testing was able to be performed. The complaints for difficulty advancing through the esheath and esheath distal tip torn were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A definitive root cause is unable to be determined. No further actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 23mm sapien 3 ultra valve, the valve moved through the esheath very easily. However, once the valve got to the tip of the esheath, there was a noticeable pop when the tip released for the valve to move through. Once the case was over and esheath was removed, it was noticed that the tip was torn. The blue part of the sheath tore but was still intact. There was no damage to the iliac and the case went as planned and the patient did well.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Additionally, a lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The 3mensio imagery was provided by the facility, and the following was observed: the patient's access vessels had presence of calcification and tortuosity. The following instructions were reviewed: IFU for esheath, IFU for commander delivery system, device preparation training manual, and procedural training manual. Based on the review of the IFU and training manual, no deficiencies were identified. As the complaints for difficulty advancing through esheath and esheath distal tip torn were unable to be confirmed, the issue has been previously identified in product risk assessment (pra) and CAPA, which captures root cause analysis for the issue. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for difficulty advancing through the esheath and esheath distal tip torn were unable to be confirmed. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. A manufacturing nonconformance therefore could not be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the esheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. Per the complaint description, 'valve moved through the sheath very easily. Once the valve got to the tip of the sheath there was a noticeable pop when the tip released for the valve to move through. Once the case was over and sheath was removed we noticed that the tip was torn. The blue part of the sheath tore but was still intact'. As no delivery system advancement resistance was reported prior to reaching the sheath distal tip, it is possible that the reported event is characteristic of sheath tip tear events previously identified in an pra. While a definitive root cause was unable to be determined, investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.